Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the lens became incarcerated in wound. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR the FDA product problems code of 4010 was an error. It should have been 1234 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photo was returned and one haptic was observed not released from the device. Photo shows company device. The plunger and the lens have been advanced outside the nozzle tip, it appears that one haptic has been caught in the tip of the nozzle but due to the angle of the photo, no confirmation can be made if the haptic is caught/damaged or intact. The complainant indicates the use of healon as a viscoelastic, which is not qualified for use with associated company device. No sample was returned for analysis to confirm the reported complaint and possible causes of the delivery issues. Due to the quality of the returned photo, it cannot be confirmed if the haptic was caught in the nozzle tip and therefore could not release from the device. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. However, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).